Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient stated that the cgm failed to function properly. The patient's blood sugar reportedly spiked high to 1000 mg/dl. The patient had pneumonia and the flu during this time. The patient passed out in he bathtub and was found by their brother. The brother tried to help the patient for 2 hours prior to calling 911. When paramedics arrived, they transported the patient to the trauma center where they were reportedly in cardiac arrest. The patient was admitted to the intensive care unit (ICU). There was no information about treatment while in the ICU. The patient was in the ICU for 2 weeks. After this they were transferred to a regular unit for 1 week and then to a rehabilitation center. At the rehabilitation center, the patient had physical therapy. At the time of the report, the patient was feeling better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code f18 rehabilitation. H6 health effect - impact code f14 prolonged episode of care.